Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the atrial lead exhibited noise that was oversensed by the device and led to inappropriate mode switch. No intervention was performed. There were no patient consequences.